Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. (B)(4). A review of the device history records has been requested and is currently pending completion. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during cleaning procedure it was found that the drill bits lost their sharpness. No patient involvement. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was performed for the subject device: the investigation of the complained drill bit shows that the tip and the cutting edges are rounded and worn. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. A review of the DHR for the provided lot numbers was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The measurable dimensions are well documented and all within the valid specifications. We assume the product was an often and intensive used instrument and the complaint condition was caused by regular wear. In this regard, we would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. It has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record review was performed for the subject device: part number: 03.010.061 synthes lot number: 9605031 release to warehouse date: 28.august 2015 manufacturing site: bettlach no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H10 corrected data: d4: UDI device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.